Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). Technical services (ts) was consulted and noted that in the stored atrial tachy response (atr) episodes, and in the logbook report, the device was able to mode switch but does appear to drop out of mode switch from time to time. A follow up with cardiology was recommended. No adverse patient effects were reported. This device remains in service.